Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the supplemental MDR in block h6 patient code.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced urinary retention and hemogloburia. During the procedure 54 ablations were delivered to the patient's pulmonary veins. The patient was admitted overnight due to urinary retention; where a foley catheter was placed and fluids were administered. When urine was produced it was very dark, nearly black, in color. This resolved the following day and the patient was considered fully recovered when they were discharged. No further complications were reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced urinary retention and hemogloburia. During the procedure 54 ablations were delivered to the patient's pulmonary veins. The patient was admitted overnight due to urinary retention; where a foley catheter was placed and fluids were administered. When urine was produced it was very dark, nearly black, in color. This resolved the following day and the patient was considered fully recovered when they were discharged. No further complications were reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced urinary retention and hemogloburia. During the procedure 54 ablations were delivered to the patient's pulmonary veins. The patient was admitted overnight due to urinary retention; where a foley catheter was placed and fluids were administered. When urine was produced it was very dark, nearly black, in color. This resolved the following day and the patient was considered fully recovered when they were discharged. No further complications were reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.